Event description:
The autopulse platform (sn (B)(6)) was used for resuscitating a patient, and during use, the autopulse platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) message. The customer stated that the patient was big in size. No further information was provided. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(6)) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.